Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from the delivery device. There was a repeat procedure performed but that capsule fell off near the vocal cords, which caused a concern for airway protection. The patient needed to be intubated and required at least an extra 25 minutes of anesthesia. The capsule that fell near the vocal cords needed to be removed with forceps and the patient went home without a capsule in place. It is unknown if the patient will have another procedure. The patient is stable.